Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination found that proximal stent row 1 and 9-13 were damaged. The maximum crimped stent profile measurement at the time of manufacture was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion, midshaft and inner/ outer lumen found no issues. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50x32mm synergy drug-eluting stent was inserted into the sheath; however, it was noticed that the mid portion of the stent strut was lifted. The device was replaced with another size of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50x32mm synergy¿ drug-eluting stent was inserted into the sheath; however, it was noticed that the mid portion of the stent strut was lifted. The device was replaced with another size of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.